Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a two neurostimulators for spinal pain. It was reported that the patient programmer was showing an elective replacement indicator message. The stimulation was too strong, and she wanted to turn the implant off or adjust stimulation with the patient programmer but couldn¿t because of the elective replacement indicator message. With assistance from over-the-phone support form a technical agent, the patient was able to clear the elective replacement indicator message on the patient programmer and decrease stimulation. The date of the event was noted as (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-28. The patient reviewed their elective replacement indicator (eri) had changed to end of service (eos) and their therapy had stopped. The patient reviewed that their replacement was scheduled for (B)(6) 2017 but their healthcare professional (hcp) overbooked so it is now scheduled for (B)(6) 2017. The patient initially stated that they were having trouble with their implantable neurostimulator (ins) and it was not working, but after clarifying the code meaning the patient understood and verified that it was normal battery life with no device allegations. No further complications were reported/are anticipated.